Manufacturer narrative:
(B)(4).

Event description:
A physician reported low impedances readings on all bipolar pairs between 8-11, which read 95-97 ohms. On left side, pt had normal range case combos (tested at 0.7v): c-8=635, c-9=638, c-10=635 and c-11=637 ohms. Pt was just implanted in june but this was his first programming session. The physician was able to reprogram the pt, but is concerned with the high current use given current programming and low impedance on the left side. Pt left the office with 8-, 9-, and 10+ and was getting good tremor relief and was happy with the results. Physician left pt at 2v and gave him 2 groups, one for when he needs to talk more and one that controls his tremor more, but interferes more with his speech. Ins was currently at 2.99v. Pt did not report any shocking or unusual stimulation during programming sessions. Physician thought he would bring the pt back into the office to assess therapy impedances and check how pt is doing. Add'l info has been requested and if rec'd a f/u report will be sent.

Manufacturer narrative:
(B)(4)